Event description:
It was reported the patient ((B)(6)) experienced ineffective therapy. Patient denied any falls or trauma and x-rays did not show lead migration. Reprogramming was attempted, however effective therapy was unable to be achieved. Surgical intervention was undertaken and 2 leads were explanted and replaced with a scs system. Lead device information was requested, however it was unable to be provided to the manufacturer.